Manufacturer narrative:
A circuit on the blood side using a hl20 pump was created. The circuit was primed and the pressure was set up to 1 bar. The cap at the luer lock of the de-airing membrane was removed. After 10 minutes a leakage at the de-airing membrane was detected. The cap was screwed on the luer lock. No further leakages were detected thereupon. Based on this the failure "blood leakage de-airing port" was confirmed. The failure is known to mcp and was thoroughly investigated by CAPA (B)(4). Corrective and preventive actions have been established in CAPA-(B)(4) based on the root cause analysis: development and implementation of an optical inspection of the (B)(4). Development and implementation of a new punching process. Improvement of the packaging of the membrane rolls at the supplier. Prevention of pressures above the tolerance in pressure test units (revision/enhancement of basic operating procedures). Full further investigation and all other actions and the effectiveness thereof will be carried out as part of the CAPA investigation. The corrective and preventive actions above based on the rca have a projected timeframe for completion by july 2017.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device was requested but not yet received. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
During patient use, it was observed that the blood was leaking from the de-airing port (the yellow cap). The customer closed the de-airing port with the luer lock valve and continued to use the device as there was no problem on gas exchange. No adverse effects on the patient. The product will be delivered to mcp. (B)(4).